Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ pro safety peripheral IV catheter leaked blood during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7233409. Investigation conclusion: the non-conformance of this complaint could not be determined as there was no sample or photo provided for the investigation of this complaint.